Event description:
Pt reported two defective solution sets for use with baxter 6060 portable pump. The proximal end of tubing spike was completely separated at the cassette body. This was identified prior to use.